Manufacturer narrative:
The field service engineer (fse) found that the rinse nozzle 5 was intermittently stuck in the up position. The fse adjusted the rinse tubing tension and checked all rinse nozzles and rinse levels. He also checked the gear pump pressure, the probe drying, the sample dispense and the probe alignments. Then the fse completed all maintenance actions. Calibration and qc were performed and they were acceptable. The service actions (adjusting the rinse tubing tension) resolved the issue. H3 other text : na.

Event description:
We received an allegation of a questionable high result for 1 patient's sample tested with the a1cx3 (hba1c) assay on cobas c513 analytical unit compared to a different cobas c513 analytical unit. The patient's sample was a whole blood sample. Initial result: 9.9%. Rerun result: 5.8%. The questionable result was reported outside the laboratory and the physician questioned it as it did not meet the patient's clinical picture. So the sample was repeated. The rerun result was deemed to be correct as it matched the patient's clinical picture. The hba1c reagent lot number and expiration date were not provided.